Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The outcomes attributed to the device were pain, infection, recurrence, dyspareunia, urinary problems, bowel problems and discomfort on left side. It was reported that the patient underwent revision/removal surgery in (B)(6) 2005, 2006 and on (B)(6) 2010. It was reported that the patient also had placement of an advantage (boston scientific) device on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence and hypermobile urethra.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the concurrent procedure of an operative laparoscopy with pelvic adhesiolysis and rso. It was reported that the patient underwent anterior colporrhaphy with boston scientific repliform graft on (B)(6) 2006.